Event description:
According to the reporter, during an appendectomy procedure for the patient with appendicitis, the firing stopped about three centimeters from the memory, although the display did not show the off-label notation. The excessive force notation was in zone 3, and the alert sound was ringing. To resolve the issue, another reload was used. The procedure was extended for 20 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigphandle - sig power sigphandle handle, serial#:(B)(6) sigpshell - sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.